Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead was having impedance issues. X-rays were taken and the lead showed a possible fracture. The patient underwent surgical intervention wherein the lead was explanted and replaced, restoring therapy.